Manufacturer narrative:
A specific root cause was not identified. The customer returned 3 reagent cassettes with the lot number of 167633. The customer dated each cassette with the date of use. Testing was performed at the investigation site on the customer's reagent cassettes and a retention cassette. One of the customer's reagent cassette's with date of 15-aug-2017 generated lower than normal results with quality control material. A visual inspection showed that part of the cassette contained white flakes instead of a homogenous liquid. The white flakes could have occurred due to improper storage. The other 2 reagent cassettes dated 20-jul-2017 and 25-08-2017 and the retention cassette generated acceptable results. A general reagent lot issue can be excluded since the retention kit results were acceptable. No further complaints have been received for reagent lot 167633 which was released into the market in november 2016. Based on the information available, the most likely root cause is that the cassette from 15-aug-2017 was damaged due to improper storage.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of issues with a specific reagent lot of tina-quant hemoglobin a1cdx gen. 3 (a1cx3) reagent cassettes producing high results with quality controls and patient samples since (B)(6) 2017 on a cobas c513 analyzer. The customer stated the issue first occurred on (B)(6) 2017 but the specific results are no longer available. The issue occurred for a second time on (B)(6) 2017. The customer stated after replacing the cassette, everything was fine. Of the data provided for 4 patient samples, the results for 2 patient samples were erroneous. No erroneous results were reported outside of the laboratory. On (B)(6) 2017 patient 1 initial a1cx3 result was 57.7 mmol/mol (7.4%). The repeat result was 49.4 mmol/mol (6.6701%). On (B)(6) 2017 patient 2 initial a1cx3 result was 41.7 mmol/mol (6.0%). The repeat result was 34.9 mmol/mol (5.34335%). The customer ran 350 patient samples using a new cassette. The customer did not observe the issue on a second analyzer in their laboratory either. The customer believes that single reagent cassettes are affected which are causing the issue. The reagent cassettes were delivered on 06/20/2017 and are stored in a controlled cooling room in cardboard boxes. The cassettes are not stored on the floor or near the wall. There was no allegation that an adverse event occurred. The c513 analyzer (B)(4). Maintenance was last performed in october 2016. Sample probes had been replaced on 04/03/2017. The reagent cassettes were requested for investigation.